Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage of the implant outer shell which resulted in outer lumen deflation. Update/correction to sections b1, b2, b4, b5, d6b, d9, g3, g6, h2, h3, h6 and h10.

Event description:
Deflation resulting in explantation

Event description:
Alleged deflation.

Manufacturer narrative:
Unable to confirm deflation. Not explanted. No information available.

Event description:
Alleged deflation.